Event description:
A customer reported experiencing a power source alert 07 while using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Initially, the pump did not begin charging despite being plugged into a working outlet for over 30 minutes. However, after attempting to resolve the issue by plugging the charging cable into a wall adapter, the pump began charging successfully, and no further assistance was required.